Event description:
Rn was inserting a #18g peripheral IV in pt. Rn heard the click when retracting. The IV looked fully retracted, and the rn held it in their hand. When rn reached over to fully secure the IV, the needle was still sticking out about an 1/8th of an inch. Rn stuck the left index finger. Rn disposed the needle in a sharps container.